Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device received alarm - error codes/messages, errored 260.4130 when attached to pc unit. There was no patient involvement.

Manufacturer narrative:
G4 updated to reflect investigation, results still pending.

Event description:
The customer reported that the device received alarm - error codes / messages, error 260.4130 when attached to pc unit. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from the date of manufacture 08/02/2019 to the present date 01/05/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device received alarm - error codes / messages, errored 260.4130 when attached to pc unit. There was no patient involvement.